Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 373 mg/dl at the time of the call. The customer was given d50 to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The caller states the pump might malfunction and give insulin throughout the night. Troubleshooting was completed. The customer recalls changing their set but the pump was not rewound. The insulin pump will not be returned for analysis.